Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Primary trauma left side pelvic repair due to auto accident case. Surgeon was using the drill bit and the bit broke during use. The drill bit piece was retrieved without any delay in surgery and no adverse consequence to the patient. A new drill was used to complete the procedure.

Manufacturer narrative:
The reported event of the breakage during surgery for scaled drill ø2.5mm, ao fitting could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. Ref# (B)(4) scaled drill ø2.5mm, ao fitting breakage is due to blunt and dull cutting flutes (image documentation pi#834556). The damages lead to the breakage of the drill during use under torque load. Customer has to ensure that drilling and cutting tools are sharp and avoid surface damage or alterations to the instrument geometry. Manufacturer advises such instruments are recommended as single patient use. Regular functional check and visual inspection. In case of failure, the instrument must be replaced and not be used. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
Primary trauma left side pelvic repair due to auto accident case. Surgeon was using the drill bit and the bit broke during use. The drill bit piece was retrieved without any delay in surgery and no adverse consequence to the patient. A new drill was used to complete the procedure.